Event description:
New information notes the lead was explanted during device changeout for eri. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on fluoroscopy image. Electrical measurements were normal. Patient will be monitored.

Event description:
New information notes that the patient experience thrombotic cerebral the day of the lead extraction.